Manufacturer narrative:
The cobas pure e 402 analytical unit serial number is (B)(6) the patient sample was received for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa (total psa) assay and elecsys free psa (free psa) results from one patient sample tested on the cobas pure e 402 analytical unit. This medwatch is for the elecsys total psa assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the elecsys free psa (total psa) assay. Total psa the initial result from the analyzer was 0.172 ng/ml. The repeat result from the cobas e 801 analyzer was 0.186 ng/ml. The repeat result from a referral laboratory using the chemiluminescent immunoassay (clia) laboratory method was 0.36 ng/ml. Free psa the initial result from the analyzer was 0.443 ng/ml. The repeat result from the cobas e 801 analyzer was 0.447 ng/ml. The repeat result from a referral laboratory using the clia laboratory method was 0.10 ng/ml.

Manufacturer narrative:
The customer stated that the qc was acceptable. The investigation confirmed the customer's elecsys total psa (total psa) results. The patient sample was tested with an additional psa antibody of another specificity. The result showed a significant increase in psa at up to 0.447 ng/ml, indicating the presence of a rare psa isoform that cannot be completely detected by the standard elecsys total psa (total psa) assay. Elecsys total psa (total psa) product labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. It is known that in rare cases, psa isoforms do exist that may be measured differently by different psa tests. Findings of this kind have occasionally been reported for psa tests from various manufacturers. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Elecsys free psa product labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that an interferent and rare isoform had caused the event. The investigation did not identify a product problem.